Manufacturer narrative:
Evaluation: method: device history record review. Results: other-visual examination confirmed that the bands were deteriorated/broken. The device history record review showed no similar defect reported during the manufacturing or packaging process of this lot number. Conclusions: other - (B)(4) was implemented to address the issue. The device was manufactured prior to corrective action.

Event description:
The event is reported as: the bands are falling apart. No patient injury reported.